Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Log files show that tf 401 is active after a tf220- oxygen sensor depleted alarm. Several alarms were visible on the logs which shows that the filter replacement is not done regularly. Blower test shows that the blower pressure output is very low. Customer performed insp valve test and a blower failure was suspected due to high temperature caused by blocked filter.

Event description:
The customer reported while using the bellavista 1000, hardware fail safe failed and battery failure active alarm was active on this unit. No reported patient involvement with the event.